Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 31 july 2025 a 28mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. During the procedure the occluder was placed, and it appeared to be over-sized. The occluder was removed from the patient and replaced with a 24mm amplatzer septal occluder. The same delivery system was used. During implant the occluder took on a cobra shape, however the device was able to conform back to its original shape. It was determined that the 24mm occluder was too small. The occluder was removed from the patient and replaced with a new 26mm amplatzer septal occluder. The same delivery system was used. During implant the occluder was pulled through the defect and determined to still be too small. The occluder was removed from the patient and replaced with a new 28mm amplatzer septal occluder. The same delivery system was used. The occluder was implanted successfully. Upon inspection of the first 28mm occluder, it was noted that the device had a bulbous shape. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 28 mm amplatzer septal occluder is an 9f.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. During the procedure the occluder was placed, and it appeared to be over-sized. The occluder was removed from the patient and replaced with a 24mm amplatzer septal occluder. The same delivery system was used. During implant the occluder took on a cobra shape, however the device was able to conform back to its original shape. It was determined that the 24mm occluder was too small. The occluder was removed from the patient and replaced with a new 26mm amplatzer septal occluder. The same delivery system was used. During implant the occluder was pulled through the defect and determined to still be too small. The occluder was removed from the patient and replaced with a new 28mm amplatzer septal occluder. The same delivery system was used. The occluder was implanted successfully. Upon inspection of the first 28mm occluder, it was noted that the device had a bulbous shape. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.